Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - (B)(6)), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes & investigation conclusions), h11. Corrected fields: d4(UDI)#. A getinge field service engineer (fse) confirmed the issue. Fse replaced pneumatic module assembly and drive manifold assembly to resolve the issue. Fse confirmed successful operation and testing, the failure did not cause any damage to operators/patients.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has an inflation alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preparation, the cardiosave intra-aortic balloon pump (iabp) unit has an inflation alarm. No patients were affected, damaged, or injured.